Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/13/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to boot up and charge. Open receiver and perform internal inspection: failed- found defective battery with cracked controller chip. Remove and replace battery, turn on receiver: passed. Test on receiver functional test station with a good know battery: passed all relevant testing. The complaint was confirmed because a defective battery assembly with cracked controller chip, prevented the receiver from powering on and\or will ceases to function. The reported event that the receiver ceased to function was confirmed. The root cause of receiver ceasing to function is a defective battery